Manufacturer narrative:
Update to h7, h9.

Event description:
No additional information was obtained from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and functional testing. The reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe was broken at 15.87 mm from its distal end. The most probable cause of the complaint is: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the broken tip did not need to be retrieved from the patient, as it was noticed before it could enter the abdomen. There was no patient harm or complications.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an emergency sigmoid resection procedure, the tip of the ultrasonic surgical device broke off. The broken tip was found in the patient¿s abdomen.